Manufacturer narrative:
The system 1 endo liquid chemical sterilant processing system subject of the reported event is being returned for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their system 1 endo liquid chemical sterilant processing system would not drain properly and had trouble opening the door. Patient procedures were subsequently postponed. No report of injury.

Manufacturer narrative:
The system 1 endo liquid chemical sterilant processing system subject of the reported event was returned for evaluation. The unit was evaluated and following a thorough review, a root cause could not be determined. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. The user facility was provided a replacement system 1 endo liquid chemical sterilant processing system. No additional issues have been reported.